Event description:
Device 3 of 3. Reference MFR. Report #1627487-2014-21539 and 1627487-2015-21017.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Results: the report of invalid impedance readings was confirmed. Broken wires were observed in both headers of the returned single extensions. Electrical testing confirmed the visual observations. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2014-21539, 1627487-2015-21017.